Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired the system was outside of clinical use at the time of the event. A philips field service engineer (fse) inspected the system on-site and confirmed that the system was showing error message that the memory was full. The system log files were analyzed which showed the message ¿malfunctioning lateral ip-pc¿. Troubleshooting conducted by fse identified issue with lateral image processing pc (ip-pc). The cause of the ip-pc failure could not be conclusively determined by the supplier¿s part analysis, however the replacement and reprogramming of lateral ip-pc, along with the replacement of hard disks by the field service engineer has resolved the reported issue and restored the functionality. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not start. The system was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.